Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an anterior cruciate ligament surgery the suture tore. Due to this failure the surgeon had to knot the button to finish the surgery successfully with the same device. Per complaint reporter there was no harm for patient, operator or third party.